Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that as the nurse went to administer ativan the connection between syringe and medication tubing set cracked and leaked. Ativan splashed in nurses eye there was no harm to the patient and no adverse effects to the nurse.

Event description:
It was reported that when the nurse administered an intravenous (IV) push ativan, the connection between the syringe and the tubing set cracked and leaked causing the ativan to splash into the nurse's eye. The rn consulted with occupational health services (ohs) and performed a self-administered eyewash as a first aid measure to counteract the event. There were no adverse effects caused to the patient or the nurse.